Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string broke off in me, how can I get it out of vagina [foreign body in reproductive tract], tampon string broke off in me [complication of device removal], tampon string broke off [device breakage]. Consumer reported via e-mail that the tampon string broke off inside of her. No serious injury was reported.